Event description:
The pt reported results recently that were erratic and higher than normal. She could only remember one result and it was 300 mg/dl. She reported that after testing, sometimes she would feel sick to her stomach, dizzy, and nervous. She called her physician and asked to have her medications increased, which was done. Although she reported that her meter was reading inaccurate she could not provide any results that were obtained. No injury or harm was alleged. The test strips were in good condition, codes matched, and the technique for cleaning the puncture site was correct. The technique for applying the blood to the test strip was not correct. She reported two control solution tests with one vial of test strips and both failed. She then retested with a new vial of test strips and it passed. A replacement meter and test strips have been sent.